Event description:
It is reported that the customer received a motor errors on his insulin pump customer current blood glucose level was not provided. Insulin pump will be replaced for the customer. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. Insulin pump was unable to perform occlusion, prime the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. Insulin pump received with minor scratches on display window, cracked case at display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.